Event description:
Threads broken. Patient underwent total hip arthroplasty on (B)(6) 2023. During the operation, the femur was split when implanting the corail stem. Then surgeon decided to remove the stem and bundle with steel wire. When the surgeon removed the stem with the locking stem holder, the instrument threads broke off and remained in the patient which could not be removed. The patient was in stable condition now.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Upon further review, it has been determined that this report (mrn 1818910-2023-06440) has been submitted in error. Further updates will only be provided if additional information is received that changes the regulatory determination.